Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va002ap, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. A display showed "call your doctor" icon. A por (power on reset) condition was noted. The patient had cardioversion earlier in the day, and she got por when she tried to turn therapy on later that evening. If additional information is received, a follow up report will be sent.